Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery cap metal piece came off. Customer reported low battery alarm. Customer stated insulin pump rejected new batteries and had no delivery alarm after changing batteries. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5, e3 and h8 with this report. S/w version: 5.2a. Retainer ring: black. Pump case type: ngp. Customer returned pump for an alleged charge/battery lasts less than expected, no delivery/occlusion alarm - unknown timing, failed batt test, keypad unresponsive/button error alarm, and cosmetic damage located at the keypad overlay found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test, and the displacement accuracy test. All buttons functioned properly during analysis. No unexpected alarms or alerts were noted during testing. Successfully downloaded history files and traces using thump. No delivery alarm was not found on or near the event date. No unexpected battery related alarms or alerts were noted in the downloaded pump history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump was cut open to perform visual inspection and found no evidence of moisture or physical damage on the electronic stack. Test p-cap and reservoir locked properly into reservoir during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, and pillowing keypad overlay. The pump passed full functional testing. No anomalies noted on the electronic stack. Charge/battery lasts less than expected was not confirmed. No delivery alarm/occlusion was not confirmed. Failed batt test was not confirmed. Unresponsive keypad was not confirmed during analysis. Cosmetic damage was confirmed at the keypad overlay (cracked). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.